Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed loss of capture (loc) at maximum output and a decrease in r-wave measurements and pacing impedances. The patient was seen for a revision procedure where a perforation was confirmed under fluoroscopy. The lead was successfully repositioned. There were no additional adverse patient effects.